Event description:
It was reported that the cartridge was unable to be installed onto the pump. Customer's blood glucose level was 124 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.